Event description:
The customer reported the bending tube of the evis exera iii bronchovideoscope was leaking. The issue was found during receipt inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved. The report is being submitted due to the shaved port found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. In addition, evaluation found the light guide lens was dirty, the distal end was shaved, the bending section cover adhesive was detached, the connecting tube was sticky, the grip, scope connector cover, and light guide lens cover was dented, angulation was reduced, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the metal part of the treatment tool or cleaning brush interfered with the forceps stopper mouthpiece when inserting or removing the treatment tool or cleaning brush. Olympus will continue to monitor field performance for this device.